Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an evt case, a chevalier floppy guidewire crossed the lesion and an aviator plus (.014 5.0x40 142cm) was inserted and inflated the lesion at 10 atmospheres (atm). An angiography confirmed that there was inflation difficulty, so the aviator plus was inflated at 12 atm. However, it ruptured after back-flow was confirmed at an indeflator side. It was replaced with a new aviator plus (6.0*40mm) and could inflate the lesion without any issues. The procedure was completed successfully. The lesion was the superficial femoral artery. There was no reported patient injury. The product was clinically used and will not be returned due to infectious disease.

Manufacturer narrative:
Complaint conclusion: during an endovascular treatment (evt) case, a non-cordis guidewire crossed the lesion and a 5x40mm 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter was inserted. The pta catheter was inflated at the lesion at ten (10) atmospheres (atm), and the angiography confirmed that there was inflation difficulty, so the aviator plus was inflated again at twelve (12) atm. However, it ruptured after back-flow was confirmed at an indeflator side. It was replaced with a new aviator plus (6.0x40mm) and could inflate the lesion without any issues. The procedure was completed successfully. The lesion was the superficial femoral artery (sfa). There was no patient injury. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. An indeflator device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17625614 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors (inflation difficulty before balloon rupture) may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during an evt case, a chevalier floppy guidewire crossed the lesion and an aviator plus (.014 5.0x40 142cm) was inserted and inflated the lesion at 10 atmospheres (atm). An angiography confirmed that there was inflation difficulty, so the aviator plus was inflated at 12 atm. However, it ruptured after back-flow was confirmed at an indeflator side. It was replaced with a new aviator plus (6.0*40mm) and could inflate the lesion without any issues. The procedure was completed successfully. The lesion was the superficial femoral artery. There was no patient injury. The product was clinically used and will not be returned due to infectious disease. The target site was the superficial femoral artery. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. An indeflator device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.